Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was short longevity on the device. The device was explanted and replaced. It was also reported there was high threshold on the right ventricular (rv) lead. A lead revision was planned and the lead could not be revised. The lead remains in use. No patient complications have been reported as a result of this event.